Event description:
Notified of a revision to an endo evo w component originally implanted on (B)(6) 2024. A patient presented with what was thought to be loosening of a component. Imaging revealed something floating around the knee. At the revision surgery on (B)(6) 2026, it was found that one of the bearing was loose and floating in the knee. The femur and poly were exchanged in the revision procedure. [Customer].

Manufacturer narrative:
A review of the provided images indicates a loose condylar cap instead of the reported loose bearing. The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.